Event description:
It was reported that the lead exhibited high ventricular threshold values. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.